Event description:
A malfunction was reported on a pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions for resetting the pump, and the customer successfully performed the reset without recurrent malfunctions. Customer support advised the customer to continue using the pump and to contact them again if the issue recurred.